Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed opacification of the lens. There is central opacification of the lens optic and patient is suffering from decreased vision. Lens exchange and anterior vitrectomy were performed. Primary surgery was combined with dsaek and in the surgeon's opinion the most likely cause of the calcification deposits is the presence of air in the anterior chamber. The patient may need further surgery to redo the dsaek as the cornea has developed decompensation.

Manufacturer narrative:
One lens was returned for evaluation. The part number and serial number of the lens can not be verified. However, the lens has the appearance of a mi60 lens. Visual inspection found the lens in two pieces. A large piece of the optic is torn off and one haptic is attached to it. The other three haptics are attached to the larger piece of the optic. There is a cloudy area near the center of the optic that has an orange peel appearance on the surface of the lens. The lens was sent to the laboratory for evaluation and the primary opacifying features comprised primarily of calcium, phsporus and elevated levels of oxygen were confirmed. A lot number was not reported, therefore a device history record (DHR) could not be performed for this device. According to the medical assessment, the patient had dsaek, a pro-inflammatory procedure and potential risk factor for secondary opacification of hydrophilic acrylic iols well described in the literature. (Neuhmann et al. Ophthalmology 2008;115:73¿79). Based on the available information, the most probable root cause is prior refractive surgery.

Event description:
The device was initially reported as adaptao akreos intraocular lens, however once it was returned to b+l for evaluation, it was identified as a mi60 akreos intraocular lens model.

Manufacturer narrative:
The lens was not returned for evaluation. A lot number was not reported, therefore a device history record (DHR) could not be performed for this device. According to the medical assessment, the patient had dsaek, a pro-inflammatory procedure and potential risk factor for secondary opacification of hydrophilic acrylic iols well described in the literature. (Neuhmann et al. Ophthalmology 2008;115:73¿79). Based on the available information, the most probable root cause is prior refractive surgery. No corrective action is required.